Manufacturer narrative:
The device was returned with the pusher and introducer for analysis. The introducer was noted to be kinked in more than two (2) locations, as was the pusher. A burn mark was noted on the strain relief, over the distal heater oil section. The resistance of the system was measured to be high, and failed the v-grip continuity test. The implant was provided separately, and showed presence of several offsets. The stretch resistance was noted to be broken at the tie knot portion. The attachment tether was broken, and the marker band and other portion within the pusher at tie knot demonstrated a mushroom shape, which is indicative of a thermal detachment. Based on the investigation and provided information, the analysis noted that the pusher and coil detached as intended from a thermal detachment. There was significant damage to the returned devices, which may have resulted in the reported advancement difficulty.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that the embolization coil did not advance in the proximal end of the microcatheter. During removal, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed in their entirety from the patient. There was no reported intervention or patient injury. The current patient's status is reported to be fine.